Event description:
Customer reported a bubble in the tubing occurred during a normal saline infusion. The customer reported, "the pump alarmed "patient side occluded", when the nurse assessed and opened the door, she noticed the tubing had a big bubble at the junction where the tubing attaches to the blue hub that sits at the top of the chamber. When she took the tubing out of the chamber, the tubing came apart and leaked." No patient or clinician harm was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.